Event description:
Description of event according to initial reporter: the patient was being treated for aaa on (B)(6) 2021. The concern was that the patient had very narrow and calcified vessels throughout. The initial part of procedure was to dilate up the vessels. They used 14, 16, 18, 20 and 22 fr dilators that passed with some resistance but were able to pass. The physician decided to try this device and in doing so was not able to pass it much past the common iliac. While doing that, the patient became slightly unstable. So, he removed the device and put up a 32 coda balloon and inflated it to determine if there were any ruptures of the vessel. He stabilized the patient and did not notice any leaks or ruptures initially. He then placed a gore abdominal device to treat the upper area. When finished on the same side that our device went up, he withdrew the sheath back and did another angio run. He then observed a small external iliac rupture which he proceeded to fix with gore viabonds to cover it. It could not be determined exactly what caused the small rupture. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.